Event description:
It was reported that during a laparoscopic appendectomy, the scrub tech loaded the device with the white cartridge. The scrub tech began to remove the staple retaining cap and he stated that the staple retaining cap was difficult to remove, but he finally removed the cap. He stated that he did not realize that in subduing the cartridge it dislodged in the device. The device was handed to the surgeon. The surgeon placed the device on the tissue and began the firing sequence. The surgeon transected the appendiceal vein and artery. The device was removed and the device had no cartridge loaded. A clip applier was used to place clips to ligate the bleeding. It is unknown how much blood was loss, but it was controlled by placing the clips. The scrub tech reported he was unsure if the cartridge was present in the device when it was handed to the surgeon. The scrub tech reported he was unsure if the cartridge dislodged inside the patient or outside of the patient. There were no patient consequences. No device returning (disposed of).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.